Event description:
Emt's responded to a person described as in cardiac arrest. The reporter states that when a package of disposable defibrillation/ECG electrodes was opened, only one electrode was inside. A backup package was opened and the patient connected to the device with them. The patient's rhythm was diagnosed as in ventricular fibrillation and a countershock delivered. The patient's rhythm converted to asystole and drugs and CPR was administered, but the patient's rhythm did not convert to a shockable rhythm and the patient was not resuscitated. The reporter indicated the reported malfunction did not cause or contribute to the death of the patient. The reporter based their opinion on the attending paramedic's assessment of the patient's viability and the immediate availability and use of a backup set of electrodes.